Event description:
Per the clinic, it was observed that the receiver/stimulator was encased in a capsule of keloid scarring. Subsequently, a revision surgery was performed on (B)(6) 2026, under general anesthesia during which the area was flushed with saline solution and the keloid scar tissue overlying the receiver/stimulator was removed. The keloid tissue beneath the device was left intact to avoid disturbing the implant. The implanted device remains.